Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during puncture on the patient.

Event description:
The customer reports that the swg (spring wire guide) kinked during puncture on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation assembly for evaluation. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire contained one kink and one slight bend towards the distal end. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. After failing dimensional analysis, it was discovered that the returned guide wire is much longer than the guide wire normally packaged within the kit. Further examination of the marked guide wire graphic revealed that the markings on the returned guide wire do not match the markings as seen in the graphic. This indicates that the customer either reported the incorrect finished good material#/lot#, or the incorrect device was returned. The kinks in the guide wire measured 33mm and 60mm from the distal weld. The total length of the guide wire measured to be 602mm, which is not within the specifications of 450-458 mm per the guide wire graphic. The outer diameter of the returned guide wire measured to be 0.802mm, which is within specifications of 0.788-0.826 mm per the guide wire graphic. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed on the reported lot with no relevant findings. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked towards the distal end. Through dimensional analysis, it was discovered that the guide wire is longer than the guide wire normally packaged within this kit. Further examination of the marked guide wire graphic further confirmed this as the markings do not match. Despite this, the sample met all relevant functional requirements, and a device history record review was performed on the reported lot with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as it is unknown if the incorrect guide wire sample was returned, or if the customer reported the incorrect finished good material#/lot#. Teleflex will continue to monitor and trend for reports of this nature.